Event description:
A new practice of nebulizing hypertonic saline via an aerogen vibrating mesh nebulizer into the breathing circuit. The saline crystallized around the rim of the exhalation valve. Current practice, we utilize a standard fisher/paykel exhalation filter associated with the patient vent circuit. We have been advised by maquet that utilizing a maquet filter may prevent these crystals from passing into the exhalation block. We will be testing these filters. Medication was hypertonic saline.